Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm) the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the needle would not retract.   "Needle would not retract when push after use . No sample, defective needle was put in sharp container as contaminated with blood product "

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm) the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the needle would not retract.   "Needle would not retract when push after use . No sample, defective needle was put in sharp container as contaminated with blood product "

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.